Event description:
The product was used during a tah. Reportedly, four days post-operatively the suture broke and the pt required a re-operation. The clinical suture was discarded. Sterile samples were returned for evaluation.

Event description:
The product was used during a tah. Reportedly, four days post-operatively the suture broke and the patient required a re-operation. The clinical suture was discarded. Sterile samples were returned for evaluation.